Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-06754 it was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited oversensing noise. No intervention was performed. The patient was in stable condition.